Manufacturer narrative:
As per the contour next control solution instructions for use, "squeeze a small drop of solution onto a clean, nonabsorbent surface." It was found that the customer was not using a clean, flat an non-absorbent surface. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 209 mg/dl, while using the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 8bv2g35 for evaluation. The returned meter was tested with the returned test strips and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory. Additionally, the device history records were reviewed for the suspected contour next one meter and contour next test strips, and no manufacturing anomalies were found.